Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# 0204719430, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# 0204719429, implanted: (B)(6) 2011, product type: lead. Product ID: 7489-66, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 74002, lot# 0208370213, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
It was reported that the patient was unable to feel paresthesia on the right side. On (B)(6) 2014 exploration was done. The impedances were higher than intra-operative measures. It was noted that the first two contacts on the lead (white boot) were faulty. This action required an explant. The two extensions that were implanted on (B)(6) 2011 were explanted and were replaced by new extensions. The device was interrogated for troubleshooting or diagnostic testing. The product issue was resolved. The patient status at the time of the report was alive with no injury. Additional information received reported that the lead high impedances following neurostimulator implant required a prolongation of existing hospitalization. The event outcome was considered ongoing.

Event description:
Additional information received reported that on (B)(6) 2014, the patient had 2 lead modified due to the event of "unable to feel paresthesia on the right side." Both leads were explanted and new leads were implanted. Later it was reported that the device diagnosis had been changed to lead high impedance. The relatedness of the event was due to the leads.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# 0204719430, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# 0204719429, implanted: (B)(6) 2011, product type: lead. Product ID: 7489-66, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 7489-66, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 74002, lot# 0208370213, implanted: (B)(6) 2014, product type: adapter. Product ID: 3888-33, lot# 0204719430, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# 0204719429, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported upon exploration in theatre the first two contacts on the lead were faulty.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the interventions included explanting and replacing the extension. Interventions included explanting and not replacing the extension. The leads were explanted and replaced. The event resulted in prolongation of existing hospitalization. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# 0204719430, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# 0204719429, implanted: (B)(6) 2011, product type: lead. Product ID: 7489-66, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 7489-66, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: extension. Product ID: 74002, lot# 0208370213, implanted: (B)(6) 2014, product type: adapter.

Event description:
Additional information received reported that the event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.